Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
According to the surgeon, the exeter stem broke whilst the patient was walking. Update: primary, left tha.

Event description:
According to the surgeon, the exeter stem broke whilst the patient was walking. Update: primary, left tha.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: represents a male patient, dob (B)(6) 1954 described as 188 cm tall and weighing 98 kg. His date of implantation is listed as (B)(6) 2011 and explantation (B)(6) 2020. The event description states: " ... Exeter stem brake during walking ... Primary left tha." Undated x-rays ap and lat. Left hip - cemented tha with displaced fracture at base of neck of exeter stem - stem and acetabular components well fixed in cement mantles. Undated x-rays ap and lat. Left hip - -same acetabulum, revision modular long stem uncemented femoral component with 3 cerclage cables around femur - 1 prox, and 1 distal to lesser trochanter and 1 distal femur. Greater trochanter fracture noted, hip reduced. No clinical or pmh, no operative reports, no examination of explanted components. Based upon the x-rays, the event description can be confirmed but insufficient data is presented to create a medical report. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: represents a male patient, dob (B)(6) 1954 described as 188 cm tall and weighing 98 kg. His date of implantation is listed as (B)(6) 2011 and explantation (B)(6) 2020. The event description states: " ... Exeter stem brake during walking ... Primary left tha." Undated x-rays ap and lat. Left hip - cemented tha with displaced fracture at base of neck of exeter stem - stem and acetabular components well fixed in cement mantles. Undated x-rays ap and lat. Left hip - -same acetabulum, revision modular long stem uncemented femoral component with 3 cerclage cables around femur - 1 prox, and 1 distal to lesser trochanter and 1 distal femur. Greater trochanter fracture noted, hip reduced. No clinical or pmh, no operative reports, no examination of explanted components. Based upon the x-rays, the event description can be confirmed but insufficient data is presented to create a medical report. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.